Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a remove tube from load point 2 when no tube is present. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported problem 'remove tube from load point 2 when no tube is present' which was confirmed. Evaluation found the cause to be an out of calibration optical sensor. The optical sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.